Event description:
Device malfunction: difficult to remove. Symptoms/ae: failure to achieve hemostasis; surgical removal. Time of malfunction and symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, the physician was unable to remove the proglide from the artery. The patient was sent to surgery to remove the proglide device. A femoral endarterectomy and patch angioplasty was performed under general anesthesia. The patient received three units of blood during the surgery. The patient was discharged home in 2008; the right leg was warm with pulses. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.